Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Troubleshooting was started with tandem technical support, however, the customer was unable to continue, therefore, no additional information was provided.